Event description:
The customer requested service on the unit and reported to philips that the device had bent pins. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 8 was found bent.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer requested service on the unit and reported to philips that the device had bent pins. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.